Event description:
Consumer checking vials of strips - questioning accuracy of the meter by comparing with other meter. Analysis run on clarke error using reported competitive readings (101) as ref. Point vs. Bd reading (259) yielded data points in "c" range of the grid, outside acceptable range.